Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose levels ranged between 330-430 mg/dl. Reportedly, a supply change was performed resolving the occlusions.